Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead also exhibited low amplitude and loss of capture. This lead was explanted. No additional adverse patient effects were reported.